Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-07-27. It was reported that the patient¿s legs were burning terribly starting probably a week ago ((B)(6) 2017). The patient stated that their therapy should be off. During the call the patient connected the programmer and showed that amplitude was at 0.00v but the implantable neurostimulator (ins) was on. During the call the patient turned therapy off. Local health care professional (hcp) listings were provided as the patient did not have a managing hcp. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 37744 (B)(4), product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that no steps were taken to resolve their inability to feel stimulation after their fall and the stimulation feeling really high. It was reported that the inability to feel stimulation after a fall and the stimulation reeling really high had been resolved. They did not report their weight at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-14, with allegation of the same symptoms previously reported. An additional complication reported was the patient programmer (pp) was unable to communicate with the ins with or without the pp antenna. The patient was unable to adjust/check stimulation setting, and reported a poor communications warning. A replacement pp was sent and return of current pp requested. No additional symptoms or additional complications were reported with this event.

Event description:
The patient reported their programmer was not working. They stated they fell 3 weeks ago and cannot feel stimulation. The patient noted they never had any trouble with their therapy before. Troubleshooting was done at the time of the report. The patient¿s programmer showed that therapy is on; settings p1 at 1.00v, and p2 at 0.0v. The patient then stated that the settings were working fine, and they didn¿t want to charge anything. It was reviewed that the programmer was functioning as designed. The patient then stated there might be a problem because they had metal plates implanted near their implant on the right side after their fall. They mentioned that since the fall they don¿t feel stimulation anymore, but sometimes they will feel it really high. They wanted to turn off the stimulation until they could see a neurologist. At the time of the report, the patient wasable to decrease amplitude to 0.0v, and turn stimulation off. The patient noted that their legs feel ¿airy.¿ it was reviewed that could be their legs adjusting to the stimulation being turned off. The patient was redirected to their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the device would not interrogate. The patient refused the replacement patient programmer and was having the implant removed. No additional symptoms or additional complications were reported with this event.